Event description:
Following a ptca procedure, an angio-seal device was placed in a pt's right femoral artery. However, hemostasis was not achieved with the device, and persistent puncture site bleeding was noted. Manual pressure was held for 30 minutes without control of the bleeding, and a six inch hematoma was observed at that time. A femostop device was then placed for approximately 30 minutes, again without control of the bleeding. The pt was subsequently taken to the operating room for vascular repair. During the procedure the surgeon identified the source of bleeding as coming from the femoral artery. The artery was repaired and hemostasis was achieved. The patient reportedly tolerated the procedure well. As of 04/08/1998 there has been no further report of complication or patient sequelae made to the MFR.